Event description:
It was reported that during a laparoscopic hysterectomy procedure, the balloon burst when the device was checked before use in patient. The injected saline was about 8cc. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the device was fully functional. The batch history records were reviewed with no anomalies noted.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information:did the issue occur pre-operative or intra-operative? Pre operative.was this the initial use of the device? Yes.how long has the surgeon been using this device?---no information. What other devices were used in conjunction with the device? ---no information.was the sales rep present during the event? ---no.